Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a hardware error that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. Additionally, the patient's receiver was exposed to water. The dexcom g4 platinum continuous glucose monitoring system user's guide states: the receiver is not water resistant; do not get the receiver wet at any time.